Event description:
A patient underwent a port placement procedure using the powerport clearvue. Post procedure on (B)(6) 2025, mrs (B)(6) has an unknown powerport clearvue, leak was identified where the port tubing connects to the port reservoir. Extravasation of contrast where the port tubing connects to the port reservoir. There is some mild swelling surrounding the port in the left upper chest wall but no skin discoloration. However the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported leak issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device catalog), g3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue. Post procedure on (B)(6) 2025, mrs (B)(6) has an unknown powerport clearvue, leak was identified where the port tubing connects to the port reservoir. Extravasation of contrast where the port tubing connects to the port reservoir. There is some mild swelling surrounding the port in the left upper chest wall but no skin discoloration. However the current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.